Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker presented to the hospital with heart failure symptoms. A review of the implanted system revealed low out of range pacing impedances, noise oversensing, and loss of capture on the right ventricular (rv) channel. The noise oversensing was believed to be due to the mode switch to unipolar sensing, and some noise was recreated with large arm movements and manipulation of the subclavian region. The system was reprogrammed and the physician has elected to monitor the patient via close follow-ups and a holter monitor to determine whether a lead revision is required. The patient is not pacemaker dependent and the physician was not able to assess if the patient symptoms were related to the implanted system. The make of the rv lead is unknown. This pacemaker remains in service. No adverse patient effects were reported.